Event description:
It was reported that a physician attempted arteriotomy closure of the right common femoral using a perclose at device with a 6fr sheath after an interventional stenting procedure. Reportedly, a cuff miss occurred. The perclose at device was removed and a proglide device was used with the same results. Hemostasis was achieved using another proglide device. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of both the proglide and perclose at devices. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The perclose proglide device is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the plunger, suture, link, needles, and cuffs were not returned with the device. The scope of the investigation was limited and the reported needle-to-cuff miss could not be confirmed. Evaluation of the returned device found there was no needle strike mark at the posterior foot to suggest that the posterior cuff miss might have occurred due to the posterior needle striking the foot instead of engaging with the cuff inside the foot pocket during needle deployment. There were no abnormal observations that could have contributed to the reported needle-to-cuff miss. Possible contributing factors for reported cuff miss include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. Due to all related components not being returned with the device for investigation, no manufacturing-related deficiencies could be identified. The needle trajectory of every device is verified during manufacturing. During lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. There were no challenging anatomical conditions reported, which could have contributed to the reported cuff miss. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the device might have been twisted and/or rotated during needle deployment. Also, it could not be definitively concluded that the needles were deployed when the device was not at an approximate 45 degree angle, which could have contributed to the reported cuff miss. Based on the reported information, the manufacturing inspection criteria, and analysis of the returned device, the probable cause for the reported cuff miss could not be determined. No manufacturing or quality deficiency was detected as a result of this investigation. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and found no indication of a lot specific product quality deficiency.